Manufacturer narrative:
(B)(4).

Event description:
The patient reported device migration and chest pain so they were referred replacement/repositioning surgery. Per the patient's neurologist, the migration is related to the patient losing weight and the surgical intervention is to preclude a serious injury and for patient comfort. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.